Event description:
It was additionally reported that the multiple driveline disconnect alarms were due to the patient performing controller exchanges at home without help. All alarms resolved after the final controller exchange and the previous controller was removed from use.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. Review of the submitted log files captured the pump functioning as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called due to a no external power alarm on mobile power unit (mpu) power. The patient switched the system controller. After the system controller was exchanged to the new controller, the new controller was not on external power. The log files were submitted for review. The patient stated that they were connected to the mobile power unit (mpu)/wall power when the no external power alarm occurred. The event log files captured on 10dec2025 low power advisories while connected to the mpu at 10:54:00 and it appeared that the black power lead was not connected to power, the driveline was disconnected at 10:59:44, the pump was back on at 11:10:43, and the driveline was disconnected at 11:11:27. The log files for the new system controller were submitted for review. The event log files captured on 10dec2025 the pump running at 10:59:00, the driveline was disconnected at 11:09:01, the pump was back on at 11:11:20, and power cable disconnect alarms for both power leads at 11:12:14. Hsc-115785 was exchanged and removed from use, and hsc-148671 was made the patient's new primary controller.